Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the cartridge loading process. There was no adverse impact to the customer's blood glucose level. Caller was able to successfully load a new cartridge following proper procedures and resume insulin therapy, and requested a cartridge replacement as a resolution to the issue.